Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was also received with cracked reservoir tube lip and minor scratched display window.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported to be exposed to a brush fire and not sure if this may have caused button error.. Customer's blood glucose was 85 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.